Event description:
It was reported that the user experienced a low blood glucose while using a dexcom g7 with the ilet system after swimming without prior food intake and with the pump disconnected, followed by treatment with multiple fast-acting carbohydrates that resulted in subsequent hyperglycemia. Symptoms included hypoglycemia with a reported lowest cgm value of 39 mg/dl. Outcomes included resolution of the low after oral carbohydrate treatment and no hospitalization. Investigation included complaint handling with troubleshooting and user education, review of use conditions, and confirmation of recent supply handling without errors. Investigation of this case revealed no device malfunction or component failure and suggested that exercise while disconnected and without carbohydrate intake likely contributed to the hypoglycemic event, with overtreatment contributing to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.